Manufacturer narrative:
Corrected section e initial reporter: e1 - initial reporter address 1: (B)(6). Device evaluated by MFR.: the device was returned for analysis. The console is running firmware version v05.18.00. The console passed the final functional test without failing at any step. Visual inspection confirmed dents and scratches on the back panel, and the "rotapro" logo is visibly scratched. The reported event of erratic speeds could not be confirmed.

Event description:
It was reported that the speed was erratic. A rotapro console was selected for use. During the procedure, the rotation speed was unusual. The speed was set to 170,000 rpm outside the body; however, it increased to 190,000 rpm inside the body. The connections were checked, the power source was turned off and turned back on, and the advancer was replaced; however, the event persisted. No patient complications reported.

Event description:
It was reported that the speed was erratic. A rotapro console was selected for use. During the procedure, the rotation speed was unusual. The speed was set to 170,000 rpm outside the body; however, it increased to 190,000 rpm inside the body. The connections were checked, the power source was turned off and turned back on, and the advancer was replaced; however, the event persisted. No patient complications reported.

Manufacturer narrative:
E1 - initial reporter address 1: (B)(6).

Event description:
It was reported that the speed was erratic. A rotapro console was selected for use. During the procedure, the rotation speed was unusual. The speed was set to 170,000 rpm outside the body; however, it increased to 190,000 rpm inside the body. The connections were checked, the power source was turned off and turned back on, and the advancer was replaced; however, the event persisted. No patient complications reported.